Event description:
It was reported that the customer was placed on life support and was in the pediatric intensive care unit for 3 days. The contact alleged that the pump "malfunction[ed]"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. A blood glucose level was not provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.